Manufacturer narrative:
(H3) as reported, approximately two years post initial tka, this 66 y/o male patient had a revision due to significant pain in weight-bearing and movement. The surgeon diagnosis was a failed right knee due to instability. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and photos were provided. The devices are not available for evaluation due to the surgeon wanted to keep the implants. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant medical products: truliant tib imp ps insert sz 4.5 11mm (cat# 02-022-35-4511 / serial# (B)(4)). Truliant tib fit tray cem sz 4.5f/3.5t (cat# 02-022-45-4535 / serial# (B)(4)). Logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately two years post initial tka, this (B)(6) male patient had a revision due to significant pain in weight-bearing and movement. The surgeon diagnosis failed right knee due to instability. There was no related to breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to surgeon wanted to keep implants.